Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use a ventilator was not delivering flow. The patient's saturation of peripheral oxygen (spo2) value declined transiently. The patient was manually ventilated. The nurse connected a test lung to the ventilator and it did not inflate. The shutdown alarm generated although the device was not turned off. The ventilator display then froze at the main menu. The patient was removed from the ventilator, manually ventilated and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.